Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information found the patient decided to have their system explanted and replaced with a competitors system to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient has not had effective therapy since implant. Attempts to reprogram were unable to establish coverage. Surgical intervention may take place at a later date to address the issue.